Manufacturer narrative:
Additional information: h3, h6 (add additional codes). H10: a companion sample was received for evaluation in an unopened pouch. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An under water pressure test was performed with no issues noted. The reported condition was not verified on the companion sample. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes leaked; further described as ¿leak after the lid was covered back¿. This occurred after treatment of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.